Manufacturer narrative:
Motor error alarm during rewind due to problem isolated on the mother-board. Unable to perform displacement test, basic occlusion test, occlusion test, prime or compromised force sensor system test and excessive no delivery test due to motor error alarm during the rewind test. Motor passed motor test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a motor error. The customer¿s blood glucose level was 10.6 mmol/l. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.